Event description:
It was reported that the stenoscop's cart monitor cable was damaged, presenting a hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The cart monitor cable was replaced. The system was tested and found to be working as intended adn placed back into svc.